Event description:
The patient reportedly experienced a loss of lock with his device. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the issue. Surgery to explant the device will be scheduled.